Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported through the results of a clinical trial that one month post endovascular arteriovenous fistula creation, the subject developed an adverse event of cephalic vein stenosis, and the endovascular arteriovenous fistula was allegedly found to be not matured within three months of index procedure, by physical assessment. It was further reported that the subject had a pre-planned second-stage procedures to support maturation of the arterialized vein segments (i.e., secondary coil embolization) and a single coil embolization was performed, and the procedure was successful. It was also reported that one year and twenty-one days post endovascular arteriovenous fistula creation, the subject developed another adverse event of cephalic vein stenosis. Furthermore, three months and twenty-five days post endovascular arteriovenous fistula creation, the endovascular arteriovenous fistula was allegedly found to be matured. Reportedly, there have been no device deficiencies reported for this subject to date. The current status of the patient is unknown.